Event description:
As reported via legal documentation a 62 y/o male patient had a left knee replacement (B)(6) 2009. Approximately 12 years and 2 months after the initial procedure the patient had a left knee revision on 28 feb 2022 due to a failed total knee arthroplasty. Revision op report rec'd on 23 apr 2023: poly was worn within the patella. There was moderate pitting but considered normal. No total destruction noted. No evidence of loosening. Noted to be a large cyst behind the femur. Sterile dressing was applied. The patient was awakened and taken to recovery room in good condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 1503366, 200-02-35 - three peg patella 35mm. 1569246, 204-04-44 - trapezoid tibial tray sz 4f/4t. 1155616, 232-02-04 - optetrak asy, cr porous femoral, sz 4, left. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04897. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, d6a, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.